Event description:
Healthcare professional reported left side increased hardness, pain, changes in shape, grade iii-IV capsular contracture and via ultrasound, "subcutaneous cellular tissue has a morphology", "an ovoid image with regular and defined edges is observed without an increase in the thickness of their capsular without loss of its continuity", and "hypoechoic ovoid images". Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.